Event description:
The patient with a history of chronic obstructive pulmonary disease and diabetes mellitus was status-post cerebral vascular accident (stroke) and myocardial infarction (heart attack). Was on a vent with settings assist control rate at 18 bpm, tidal volume at 500 ml, fio2 at 80%, peep = 5cm/h2o, peak flow 60 lpm. The vent shut down totally, screen went blank. Nurse was at the bedside and switched out the ventilator before there was any harm to the patient.